Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) found that pocket c6 was being detected as a 1x2 instead of a 1x1. The user was unable to recover the pocket. The fse ejected the pocket and handed it to pharmacy, who reloaded the drugs into a new 1x1 cubie pocket. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers were failed. Customer tried to recover the drawer, but issue wasn¿t resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.